Manufacturer narrative:
On (B)(6) 2016, a field service engineer (fse) observed a defective solenoid valve in the substrate delivery. The fse re[aced the valve and the aia-2000 was functioning as intended. The customer ran controls and all were within range. No further action required from field service. The probable cause of the event was the solenoid valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported that after running the quality control (qc) and patient samples normally with their a1a-2000, the results began reporting with a ce (calculation) flag. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.